Manufacturer narrative:
A manufacturing review was conducted. The lot met all release criteria. This is the only complaint reported to date for this lot number for these failures. The balloon was returned in its original folded configuration. The patency of the guidewire lumen was tested and passed with no issue. The balloon was inserted through a 6fr introducer sheath without issue. The catheter inflation hub was connected to an inflation device and the balloon was inflated with water to rated burst pressure. No leaks or ruptures were found. The balloon was deflated and retracted through the introducer sheath without issue. The investigation is unconfirmed for material rupture as no ruptures were identified during the eval. The investigation is unconfirmed for a retraction problem as the balloon was able to be retracted through an in-house introducer sheath without issue. The root cause could not be determined based upon available info. It is unk if pt and/or procedural issues contributed to the reported event. Specific warnings, precautions and directions for use of the dorado pta dilatation catheter are included in the current instructions for use (IFU).

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation is currently underway. Section a through d - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon ruptured (atm unknown) during the first inflation in the sfa. The balloon catheter was retracted through the sheath with difficulty. Another balloon was used to complete the procedure. There was no reported patient injury.